Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that they were hospitalized for a high blood glucose level. The actual level was 415mg/dl. We assisted customer in troubleshooting their device. Device is being returned. No further information available.